Event description:
The iab was inserted into the pt on 7/10/98 at 12:30 p.m. And removed on 7/10/98 at 2:45 p.m. The iab did not malfunction. The pt had major ischemia and removal of the iab was required. The pt went on to expire on 7/10/98 with iab in place. The contact reported that the pt's death was not a direct consequence of the iab or iab therapy. The iab was not returned to datascope. (Event complications: major ischemia/removal required- reported 8/24/98. (Pt's current status: expired - rpt'd 8/24/98.)